Manufacturer narrative:
Method: visual inspection, complaint history analysis, mfg record review and fmea review, risk assessment review. Result: visual inspection confirms reported failure. Complaint history analysis - 65 complaints of this nature have been received. Mfg record review - mfg records from lot 094204 were reviewed, but no relevant deviations were reported. Fmea review - this type of potential failure is in the fmea, however, the predicted failure occurrences have been under-estimated. Risk assessment review - per this complaint, there were no adverse consequences for the pt; however, this type of failure could result in some risk to pt if the piece had not been removed by the surgeon. Conclusion: the defects observed on the returned mantis rod inserter inner shaft are recurrent failures that are attributable to excessive stress/torque being applied on the instrument by the surgeon during rod insertion. A CAPA was initiated to evaluate the root cause of these failures and to implement a corrective and preventive action plan. As a result of this CAPA, the mantis rod inserter inner shaft and mantis rod inserter were redesigned.

Event description:
It was reported that the tip of the inner shaft was broken in the pt body. The surgeon noticed the tip of it under radiographic guidance after the procedure. So, the surgeon picked it up from the pt's body.